Manufacturer narrative:
D10: 02-010-01-0220 - logic femoral ps cem left sz 2: (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2: (B)(6), 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm: (B)(6), 02-012-44-2009 - logic tibia implant psc insert, sz 2, 9mm: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6), 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm: (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Subsequently, it was reported that the patient experienced ambulation difficulties. As a result, the patient underwent a right knee revision approximately 1 year after initial implantation. No further patient impact reported. No further information available.